Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was 200 mg/dl. Reportedly, the alarm enunciated despite the customer interacting with the pump within the set time frame (tandem's user guide states that the auto-off alarm will occur if there has been no interaction with the pump within a specified period of time. The alarm can be set anywhere between 5 and 24 hours). Tandem technical support requested pump data be uploaded to investigate the issue. Multiple follow up attempts were made to complete troubleshooting and obtain pump data upload, however, the customer did not respond.